Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia. Blood glucose level was 42 mg/dl. Customer declined to troubleshooting for the low blood glucose because she said that she was diabetic for 48 hours and she knows what to do. It was unknown whether the customer using auto mode feature at the time of event or not. Insulin pump will not be returned for analysis.